Manufacturer narrative:
B3 is unknown. E1: 13 av marechal de lattre de tassigny, the service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual test found damaged dso seal, damaged battery compartment, and missing battery door. To address the issue the dso seal, battery compartment, and battery door were replaced.

Event description:
It was reported that the battery compartment was broken. There was unknown patient involvement.